Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient had been admitted to the hospital ICU due to "high'' blood glucose levels. The patient reportedly gave herself correcting bolus doses of insulin via the pump; however, her blood glucose levels continued to rise. The patient did not provide any specific details about blood glucose readings or symptoms. The patient reported there was no issue with the infusion set. The technical support representative contacted the patient to obtain information and troubleshoot the pump; however was unable to reach her by telephone. No pump troubleshooting was performed. The patient allegedly was hospitalized for elevated blood glucose levels while using the reported pump, therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.